Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller checked the patient's device yesterday and saw that she had a por. The patient was told that they would need to go to hcp to clear por. Patient is going to the doctor on thursday. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
¿Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare provider (hcp) indicated that the cause was due to dead of generator. The generator and the lead was replaced on (B)(6) 2020.